Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # (d4) was not provided.

Event description:
The customer from austria reported that he obtained blood glucose readings of 374 mg/dl at 3:04 p.m., 183 mg/dl at 3:06 p.m. And 97 mg/dl at 3:07 p.m. With the contour next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next gen meter with serial (B)(6) for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour next test strips from lot # 3kpeg02a using blood sample, which gave a satisfactory performance.